Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncopal episodes and chest compressions were delivered prior to the patient coming to the hospital. An alert was noted to have been triggered due to oversensing indicated to be non-sustained episodes and short v-v intervals on the right ventricular (rv) lead. Possible periods of t-wave oversensing were observed. R-waves were noted to have decreased. Possible undersensing was noted on the right atrial (ra) lead during the episodes of ventricular fibrillation. Both leads remain in use. No further patient complications have been reported as a result of this event.